Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a thoracotomy procedure, the device locked on lung tissue and could not be removed. The surgeon attempted to use the manual release lever, but the device could still not be opened. The surgeon then used another device to excise the device from the tissue. This caused the excision site to be larger than originally intended.